Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. A4: weight given by customer as overweight. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the customer requested assistance in determining whether an alarm was actively acknowledged related to a patient death. It was indicated the alarms for 'ECG leads off' were silenced, which led to a delay in care. The patient was found and successfully resuscitated but later passed away; however, the cause of death remains unknown. No other clinical information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips product support engineer (pse) and a philips clinical specialist reviewed the logs provided. The clinical audit log provides a chronological record of the alarms and actions. The clinical audit log shows frequent spo2 inops alarm during the time in question, such as spo2 sensor off, spo2 no pulse, spo2 pulse? And spo2 noisy signal. These alarms were acknowledged at the pic ix. Inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded. These inops appear in the clinical audit log. Cannot analyze ECG inops are also shown in the log starting at 07:05:45 and transited to !!ECG leads off at 7:33:52. Cannot analyze ECG inop is generated if 20 of the last 30 seconds are classified as either noisy or questionable. During this inop/technical condition, the arrhythmia analysis continues and an alarm will be announced if an alarm condition is met. However, the cannot analyze ECG inop/technical alarm indicates that the effectiveness of the arrhythmia monitoring for the patient is compromised and a quick response to this alarm is important.!!! ECG leads off indicates that the required ECG leads are not available. At 7:37:02, all alarms were paused at the monitor. In addition, tests carried out on site confirmed that the device was functioning within manufacturer's specifications and are ready for clinical use. Based on a review of the information provided and the testing conducted on site, the pic ix device was functioning as designed.